Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On 11th september 2023 getinge became aware of an issue with one of our table tops ¿ 115030d0 - modular universal table top. As it was stated, central housing was found to be broken during movement of the patient after the surgery. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause unintended movement of the table top and create a risk of patient's fall, was to reoccur.

Event description:
On 11th september 2023, getinge became aware of an issue with one of our table tops ¿ 115030d0 - modular universal table top used with 115002a0 - alphamaquet operating table column. As it was stated, central housing was found to be broken during the movement of the patient after the surgery. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause unintended movement of the table top and create a risk of patient's fall, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 115030d0 - modular universal table top used with 115002a0 - alphamaquet operating table column. As it was stated, central housing was found to be broken during the movement of the patient after the surgery. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause unintended movement of the table top and create a risk of patient's fall, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As the malfunction of the center body housing was found, it was considered that the getinge device failed to meet its specifications. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of devices involved in the adverse event to the number of 115030 universal table top on the market we can conclude the failure ratio is (B)(4) for the issue investigated herein as there were two similar reportable customer product complaints related to the investigated issue. Comparing the number of devices involved in the adverse event to the number of 115030 universal table top and 115002 table columns on the market we can conclude the failure ratio is (B)(4) for the issue investigated herein. The affected getinge device has been evaluated by the technician. The evaluation revealed the malfunction of the center body housing which was confirmed by the photographic evidence. The technician provided information that the customer had stopped using the table top and it is probable that the customer will order a new device. The last known maintenance took place in december 2021. In the maintenance manual for 115030d0 - modular universal table top (sp11 5010 de10, page 8) it is stated that during the maintenance all 4 screws at the guide blocks should be checked if are tightened correctly and the surface of the connection piece between the guide block and the shift drive unit should be checked for evidence of (micro-) cracks. The technician provided information that no malfunctions with the center body housing were found in december 2021. The issue investigated herein was consulted with the subject matter expert (sme). Based on the photographic evidence and information provided, the sme assessed that most probably the issue was caused by user error as it was stated by the technician. In the user manual (IFU 1150.30 en 18 2020-03-12, page 21) the user is warned that when the or table, the transporter, the table top, or a piece of accessories are moved or adjusted as well as during the take-over procedure of the table top, collisions with the patient, with the involved products, or downward positioned parts may occur. During the movement, the user should always watch the o.r. Table, the transporter, the table top, and the accessories to avoid collisions. In summary and as a result of the root cause evaluation, it can be concluded that the root cause of the reported issue, namely defective central housing which could cause the unintended movement of the table top and create a risk of the patient falling, is most probably user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d9 device available for evaluation and h3c if other provide code - explain fields deems required. This is based on additional information that has been received and the internal evaluation. Previous b5 describe event or problem: on 11th september 2023 getinge became aware of an issue with one of our table tops ¿ 115030d0 - modular universal table top. As it was stated, central housing was found to be broken during movement of the patient after the surgery. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause unintended movement of the table top and create a risk of patient's fall, was to reoccur. Corrected b5 describe event or problem: on 11th september 2023, getinge became aware of an issue with one of our table tops ¿ 115030d0 - modular universal table top used with 115002a0 - alphamaquet operating table column. As it was stated, central housing was found to be broken during the movement of the patient after the surgery. According to the provided information, the patient was secured with belts. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely defective central housing which could cause unintended movement of the table top and create a risk of patient's fall, was to reoccur. Previous d9 device available for evaluation: yes. Corrected d9 device available for evaluation: no. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: third party service inspection. H3 other text : third party service inspection.